Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verioiq reads inaccurately high compared to their onetouch vita meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began in (B)(6) 2015. The patient reported obtaining blood glucose readings of 132mg/dl on the subject meter and 94mg/dl on a onetouch vita meter, the patient was unable/unwilling to answer how much time passed between these two readings. The patient manages their diabetes with self-adjusted insulin. The patient denied developing any symptoms. The patient reported that they slowly changed their dose of novorapid insulin and monitored their blood glucose levels in response to these changes. No other medical treatment was reported. The cca verified that the test strips were stored correctly (per owner's booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop any symptoms and did not take inappropriate action in response to the reported readings. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.